Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. With a review of the available information there were no device malfunctions or performance issues that would impact the event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. It was stated that the patient has significant coronary artery damage. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was stable on the transfer from the operating room (or) to the cardiovascular intensive care unit (cvicu), however, on the day following pump implantation, the patient's chest was emergently re-opened in the ICU to have pacer wires placed due to bradycardia and then ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated before chest could be opened. The patient did not recover from this incident and care was withdrawn on (B)(6) 2016. The patient expired on (B)(6) 2016. The medical team believed the cause of death was multi-organ failure due to cardiogenic shock and lactic acidosis.  The patient's death was not deemed related to the hvad pump, procedure, or equipment. There was no report from the implanting center that there was a device malfunction.  No autopsy was performed. No further information was provided.